Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure the patient underwent treatment with a drug-coated balloon for re-narrowed blood vessels. 29 days later the patient received an echocardiogram that showed that there was a device related thrombus on the closure device. At the time of the event, the patient was on dapt. The physician treated the patient with medications. The event was considered ongoing at this time.